Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). The physician noted that this device had recorded an elective replacement indicator (eri) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery power consumption was higher than expected and increasing over time. A device replacement recommendation was suggested. Subsequently, the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). The physician noted that this device had recorded an elective replacement indicator (eri) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery power consumption was higher than expected and increasing over time. A device replacement recommendation was suggested. The device remains in service. No adverse patient effects were reported.